Event description:
The pt was implanted with a siltex contour spectrum post-operatively adjustable mammary prosthesis on 1/21/98. Subsequently, the pt experienced an inflammatory reaction and an infection. The device was removed on 3/19/98.